Manufacturer narrative:
The driver was evaluated. There is deformation on the drive tip which indicates that the driver tip was not fully inserted into the plug during use. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
A plug driver was returned with no explanation or information available. Device evaluation performed by zimmer biomet spine personnel found that the tip was deformed.